Event description:
It was reported that patient experienced a warm sensation in or around the neurostimulator pocket during recharging. It was recommended the patient add a layer of insulating material between the charge antenna and the patient's skin. The icon for "antenna too hot" was reviewed with the patient. It was recommended the patient stop recharging and try again. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Other: warming sensation.